Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is currently on a cruise with his fiance and the insulin pump got hit with a wave. Customer stated that he had a failed battery test alarm and took the battery out of the pump. Customer's blood glucose was 210 mg/dl at the time of the incident. Customer stated that he was out on a boat and a wave came by and hit the pump. Customer found that neither the battery compartment nor spring were damaged or corroded. Customer did not have a new battery to put in the pump to see if the failed battery test alarm will recur. Customer didn't clear the alarm before taking out the battery. Customer was advised to monitor the pump. Customer was advised that if the pump still alarms failed battery test, he will need to call back because the pump may need to be replaced.